Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) would work periodically, the patient was unable to get device pumped up. All components were removed and replaced. The patient was doing fine after surgery.

Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) would work periodically, the patient was unable to get device pumped up. All components were removed and replaced. The patient was doing fine after surgery.